Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) in the (B)(6) alleging a onetouch verio pro meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the test strips failed testing. On performance testing with control solution, an error 4 message was observed but no assignable cause was found. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) /2012, with the following findings: the test strips failed testing. On performance testing with control solution, an error 4 message was observed but no assignable cause was found. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lifescan considers this matter closed.